Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-07, information was received from a consumer and a physician via a company representative regarding a (B)(6), male patient who was receiving hydromorphone 30mg/ml at 12.738 mg/day, clonidine 60mcg/ml at 25.476 mcg/day, lioresal 90mcg/ml at 38.214 mcg/day, and bupivicaine 4.0 mg/ml at 1.6984 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. On (B)(6) 2016, the print report showed a motor stall occurred at 00:41. On (B)(6) 2016, a stopped pump period may exceed tube set occurred at 00:41. On (B)(6) 2016, the motor stall recovered at 06:20. On (B)(6) 2016, another motor stall occurred at 08:38 with recovery the same date at 20:43. On (B)(6) 2016, another motor stall occurred at 02:45. On (B)(6) 2016, the stall recovered at 22:56. On (B)(6) 2016, yet another stall occurred at 06:10. On (B)(6) 2016, a stopped pump period may exceed tube set occurred at 06:10. On (B)(6) 2016, the stall recovered at 23:43. On (B)(6) 2016, the pump stalled again at 12:59. On (B)(6) 2016, a stopped pump period may exceed tube set occurred at 12:59. The repeated motor stalls were also reported as "problems with the pump" and "the pump was intermittently working." It was reported the patient did have a magnetic resonance imaging (MRI), but the date was unknown. The patient experienced withdrawal symptoms. On (B)(6) 2016, the pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and/or wear and/or lubrication; and stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.